Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a flail and an enlarged atrium. The ntw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. An xtw clip was inserted into the left atrium. Due to the dilated anatomy, positioning became difficult. Due to the tension on the system and the anterior movement of the steerable guide catheter (sgc) by the physician, the clip delivery system (cds) jumped back into the right atrium. No adverse patient was observed. Therefore, the physician decided to remove the cds from the sgc. It was noted that the clip was stuck at the tip of the sgc. It was able to be removed and one clip was then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure and difficult imaging were due to patient anatomy. The reported unintended cds movement and difficult to remove cds from sgc were due to procedural circumstances. The reported kinked gripper and single gripper actuation issue was likely a result of the reported difficult to remove cds from sgc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.